Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient is in the emergency room and they are trying to determine if the implant is charged correctly. It was stated that they believe the patient is in for complications regarding their parkinson's, with a chart that read they had been sent over from a different hospital for evaluation of the patient's altered mental status. The caller indicated that the patient had been at another hospital 1 to 2 weeks prior to date notified for the same issue and the device wasn't charged at that time. Troubleshooting was performed and it was found that the implantable neurostimulator (ins) was off and the first quartile was charging with 8 bars. The ins was then turned on and charge session was started with 6 coupling bars. Additional information received from the hcp confirmed that they were able to turn the stimulator back on and send the patient back home. The patient's indication for implant is parkinson's dual and movement disorders.